Event description:
It was reported that a cartridge change error occurred and that insulin drips were not observed to be exiting the tubing during the load fill process. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 120 units of insulin during the load sequence. Customer¿s blood glucose value was 86 mg/dl. Reportedly, a new cartridge was loaded to address the events.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.